Event description:
The customer described and provided photos of an incident where the outer and inner cryopreservation bags broke. This was noticed when opening the cassette. Customer followed internal sop, ultimately transferred the rest of the contents into a new bag under a laminar flow hood. Initial material was 150 ml and 98 mls were saved.